Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the cylinders were damaged. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these inflatable penile prosthesis (ipp) cylinders, pump and reservoir underwent a thorough analysis. The components were visually and microscopically examined, and leak/functionally tested. Both cylinders had a large tear and detached outer tube with broken fabric threads in the proximal cylinder bodies. One cylinder had a hole which led to a leak due to fatigue and wear in the inner tube in the proximal cylinder. No anomalies were found with the pump and reservoir. Based on the information available and analysis results, the tear and leak identified in the cylinder could have caused or contributed to the reported clinical observation of cylinder damage.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the cylinders were damaged. No patient complications were reported.